Manufacturer narrative:
Additional information: the lot was manufactured from august 28, 2018 - august 29, 2018. The actual device was received for evaluation. A visual inspection was performed and did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. It was further reported the device released less anti-tumor (non-baxter) medicinal product than expected. There was no patient injury or medical intervention associated with this event. No additional information is available.